Manufacturer narrative:
Philips has investigated this complaint. The customer declined onsite device evaluation or repair; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was not in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.